Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the peep is out of specification. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the diaphragm inside the exh valve assembly. The peep pressure is now within specs. After being repaired, the device passed all testing and met all vyaire manufacturer specifications.